Event description:
It was reported the lead alert was triggered due to lead failure. Oversensing of the lead could be provoked by pressing softly near the device pocket. Patient is pacemaker dependent and was presyncopal. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The proximal segment of the lead was returned and analyzed. No anomalies were found. There was blood/body fluid on the distal conductor not obstructed. The inner tubing was kinked/buckled. The outer tubing overlay was melted. The outer insulation had a cosmetic depression. There was apparent explant damage.